Manufacturer narrative:
The reported events of noise and high pacing threshold were confirmed. A full lead was returned in two pieces for analysis. Visual inspection of the lead found external insulation abrasion at 3.6cm to 3.9cm from the distal tip, consistent with friction to another device or feature of the heart breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of the reported events was isolated to the external insulation abrasion breaching the outer insulation and exposing the outer coil. No other anomalies were found.

Event description:
Related manufacturer reference numbers: (B)(4). New information received notes that the right ventricular (rv) lead also exhibited high capture threshold, and the noise over-sensing was also noted on the implantable cardioverter defibrillator. The rv lead was explanted and replaced. Patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise over-sensing. No interventions were performed, and the patient is pending rv lead extraction. Patient condition was stable.